Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board assembly (pcba). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).